Manufacturer narrative:
(B)(4). Concomitant devices ¿ comprehensive shoulder system standard taper adaptor catalog #: 118001 lot #: 971510, hybrid arcom glenoid base catalog #: 113952 lot #: 239910, comprehensive shoulder system modular head ¿ variable offset catalog #: 113032 lot #: 600060, hybrid glenoid regenerex porous titanium glenoid post catalog #: pt-113950 lot #: 953880. Product return - the customer has indicated that the product will not be returned to zimmer biomet for investigation, as the implants were discarded. The complaint sample was evaluated through a device history record review and complaint history search and the reported event could not be confirmed. No devices or photos were received; therefore the condition of the device is unknown. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the complaint history determined that no further actions are required. A root cause was unable to be determined with the information provided. This report is number 2 of 5 mdrs filed for the same patient (reference 0001825034-2017-04780 / 04782 / 04783 / 04784).

Event description:
It is reported that the patient underwent right shoulder arthroplasty revision due to a rotator cuff tear five (5) months post-operatively. The patient was converted to a reverse total shoulder. No additional patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.